Manufacturer narrative:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid covid test system on an asymptomatic male patient. No further patient data was available. The negative result could not be reproduced. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was positive. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid covid test system on an asymptomatic male patient.

Manufacturer narrative:
G4: unmarked the product as a combination device (device is not combination).